Manufacturer narrative:
E.1 initial reporter facility name: (B)(6). A review of the complaint history for sn(B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was failed to communicate. A field service engineer logged into cfn admin and found that the station was unable to detect the port. Moved the station to a different room to test it on another port and was able to get a connection to the network. And confirmed that issue was resolved. The system functioned as intended after the field service engineer assessed the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es device was failed to communicate. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.